Manufacturer narrative:
Details of the complaint on 03/03/18, customer at (B)(6) hospital reported the cns-6201a (pu-621ra sn: (B)(6) ) was giving error "operating system cannot be found". Both hard drives were found to have the same error. Service requested: troubleshooting/assistance. Service performed: nka technical support walked customer through putting in a spare. Investigation result: the cns warranty began 11/26/15, which is over 2 years prior to the reported issue. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. It is important that the failed drive be replaced to prevent a complete system failure that would occur if both drives fail. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Troubleshooting of the hdd and error message, along with the proper actions to take is addressed in the service manual. The service manual also provides steps on how to replace the hdd. Cns-6201a service manual advises that one hdd can be replaced without stopping of monitoring. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. Customer's maintenance information on this device is not available. A review of device history found no previously reported issues with the hdd or raid. Unit was returned in 300116478/23259 and hdd (2) were replaced to resolve the issue. Per nkc DHR, the unit (pu-621ra sn: (B)(6) ) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. This issue is not suspected to be caused by a deficiency in the manufacturing of the device. Based on the required maintenance procedures, a scenario where both hard drives fail is when the first hard drive failure is not addressed by the user. Thus, it is likely that lack of device maintenance lead to both hard drive failures. Hard drives age was over 2 years at the time of failure.

Event description:
The biomedical engineer reported that the central nurse's station (cns) gave the error message "operating system cannot be found".

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) gave the error message "operating system cannot be found". Nihon kohden technical support (nk ts) provided troubleshooting tips including attempting to start the device on each of the different hard drives, but the issue persisted. Nk ts walked the bme through installing a spare hard drive and this resolved the issue. The bme requested a repair and a loaner device. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) gave the error message "operating system cannot be found".